Event description:
"Main pc board assembly for power console was operated. The anvil stopped opening/closing during the test, and the error message '005' was shown on pc. Co's trained engineer checked the pc, and found no voltage (24v) was provided into the main pc board. The case has been reported."